Manufacturer narrative:
At this time revision surgery has not been planned. Should additional information be obtained, this report shall be updated.

Event description:
It was reported that the patient underwent right total knee arthroplasty on (B)(6) 2009. It was also reported that post-op the patient experienced pain.